Event description:
It was reported that the patient had a significant pause with some oversensing seen in termination that contributed to pause termination. The patient received a pacemaker and the implantable cardiac monitor (icm) was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.